Event description:
Pt with barrett's esophagus and a prior complicated anti-reflux surgery. Focal ablation was performed. Pt coughed up some blood within 24 hours after treatment, underwent endoscopy, and had a clip placed at the gastroesophageal junction. Pt has had no further issues.